Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring= black case type = ngp the device was returned for rewind anomaly and low reservoir anomaly found on (B)(6) 2022. Device history and trace files downloaded successfully using thump software. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Device passed self test. No rewind anomaly or low reservoir anomaly noted during testing. Rewind and low reservoir alarms noted in the pump memory history. Pump error 37 alarm occurred during testing in the pump history on (B)(6) 2022 at time 14:06:09.000. Device was cut open to perform visual inspection and found moisture damage on the electric boards, force sensor, and motor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked case, scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and corroded battery tube. Rewind anomaly and low reservoir anomaly unknown due to unable to perform testing. Moisture found on electric board, force sensor, and motor. Pump error 37 confirmed during rewind test, and unable to perform required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was unable to rewind and the piston was still on the top of the chamber. Customer stated that they had low reservoir. Customer was able to clear alarm and it did not alerted low reservoir. Customer perform displacement test and insulin pump did not pass displacement verification table's steps. No harm requiring medical intervention was reported. The customer will discontinue use of the device.